Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgeon did her hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine scar ("when her surgeon did her hysterectomy he said there was a awful lot of scar tissue to the point her uterus") and bladder pain ("scar tissue removed cause when the nurse did her bladder scan it hurt badly."). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, uterine scar and bladder pain outcome was unknown. The reporter considered bladder pain, medical device removal and uterine scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgeon did her hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine scar ("when her surgeon did her hysterectomy he said there was a awful lot of scar tissue to the point her uterus") and bladder pain ("scar tissue removed cause when the nurse did her bladder scan it hurt badly"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, uterine scar and bladder pain outcome was unknown. The reporter considered bladder pain, medical device removal and uterine scar to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgeon did her hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine scar ("when her surgeon did her hysterectomy he said there was a awful lot of scar tissue to the point her uterus") and bladder pain ("scar tissue removed cause when the nurse did her bladder scan it hurt badly."). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, uterine scar and bladder pain outcome was unknown. The reporter considered bladder pain, medical device removal and uterine scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) are duplicated of each other. But case (B)(4) was a retention case and cases (B)(4) were duplicated case. Therefore this case was deleted from the bayer database. All the information has been transferred from this case to retention case. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.